Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.

Event description:
It was reported that during cleaning, the sterile processing dept damaged the hose portion of the pneumatic drill and oil leaked from the device. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.